Event description:
It was reported that, "during the tka, the surgeon was implanting the scorpio ts base plate, a pe plug was slightly popped out. Therefore, he filed the top surface of the plug by hospital device and implanted a pe insert without any problems."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. If add'l info becomes available, the eval summary will be submitted in a supplemental report.